Event description:
Infant delivered via vacuum extraction with 7.5 cm x 7.5 cm a braided scalp at crown of head. Area is open and edematous. Vacuum correctly applied and appropriately utilized to affect delivery. CT scan positive for subdural hemorrhage, possible small cortical fractures. Baby transferred to st christopher's. Previous report #(B)(4) reports birth trauma/injury. This report generated for medwatch/FDA.